Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the trend assembly was missing from the bed. The technician replaced the trend assembly, trend rod and knob to repair the bed.